Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that there was visible corrosion in the battery compartment and on the battery cap. The battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and no internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.